Event description:
It was reported that the log file displayed 2 transient low voltage alarms on (B)(6) 2023 at 1017 while tethered to the mobile power unit. It appeared that the power to the mpu was briefly interrupted. There was no interruption in pump support during these events.

Manufacturer narrative:
A4: patient weight and d4: serial number of the mpu were requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file (c8081349) was submitted for review that showed events spanning approximately 11 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). A no external power alarm was active on (B)(6) 2023 from 10:17:12 ¿ 10:17:13. The alarm occurred while connected to the mobile power unit (mpu) and appears to have been caused by a loss of a/c power. The backup battery provided power to the system during this event. The alarm cleared once external power was restored to the system controller. Pump operation was not affected. There were no other notable alarms. Multiple good faith efforts were sent asking for the serial number of the mobile power unit (mpu), the cause of the loss of power, if the mpu ac power cord has a v-lock connector, and if any product would be returned for evaluation. To date, no response has been received. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed for the mobile power unit due to no serial number being provided. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.